Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the spring wire guide is kinked.

Event description:
The customer reports the swg (spring wire guide) is not smooth to be put into patient.the device was replaced without incident.

Event description:
The customer reports the swg (spring wire guide) is not smooth to be put into patient. The device was replaced without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire, one cvc catheter, and one lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed three major kinks across the guide wire. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 32mm, 270mm, and 284mm from the distal weld respectively. The guide wire length measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was advanced through a lab inventory introducer needle/ars assembly. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the assembly. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had three distinct kinks. Despite this, the returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.